Manufacturer narrative:
Service was not dispatched to the site to investigate the event. Field service engineer (fse) did not evaluate the instrument. The customer supplied quality control data charts were reviewed and all levels were within expected range on the date of event. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between jan 1, 2008 through october 23, 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to elevated accu tni (troponin I) results generated on the access 2 immunoassay system. The initial elevated result was reported outside the laboratory. The pt sample was aliquoted and re-spun prior to rerunning it. The customer reran the sample on a different instrument and the result was within the normal reference range. It is not known if there was any change to the pt treatment. There is no indication of and adverse event or indication of any medical intervention to prevent serious injury.